Event description:
The pt had the device implanted as part of abdominal wall reconstruction. The device tore while implanting. The device was explanted and the procedure was completed without the use of any other product. There was no serious injury reported with this event, but the procedure was prolonged. The device was returned to lifecell and examination revealed that the tears appeared to be caused by excessive force or tension during surgery. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of eval: visual examination of the device. Review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from this lot; as of the date of the closure for this investigation, no other complaints were reported to lifecell against lot s10806. Results of eval: visual examination of the device revealed that tear appeared to be caused by excessive force or tension during surgery. Review of the device history record revealed no deviations associated with the nature of this complaint. As of the date of the closure for this investigation, 41 grafts were distributed and no implantation records were provided. Conclusion: lifecell examination of the returned device revealed that the tears appeared to be caused by excessive force or tension during surgery. Based on internal investigation, the device met qc release criteria including mechanical testing. Event is reported due to risk of serious injury if malfunction were to recur.